Event description:
This is a spontaneous report received on (B)(6) 2013 from a physician and concerns a female patient (unknown initials, age, weight). No medical history and concomitant medications were reported. On (B)(6) 2013, a female patient was injected with sculptra aesthetic on her check area. Approximately two weeks later, the patient experienced "stroke and blinded on right eye". No further information regarding sculptra aesthetic (dose, indication, lot number, expiration date). The outcome of the event was not reported. No information about medical evaluation or causality assessment was provided. (B)(4). Attempt was made to contact the reporting physician via phone, but the physician was not available. (B)(4). The case was received by valeant on (B)(6) 2013. No further information was available at this the time of this report.

Manufacturer narrative:
Pharmacovigilance comment: (B)(6) 2013. The events stroke and blinded on right eye assessed as serious and unassessable due to insufficient information.